Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 1cc of juvéderm volux® in the chin and jawline and two months later patient experienced a delayed inflammatory reaction. The nodule is very large, has grown 5x larger than the amount of filler injected and is very painful. Hcp applied a session to dissolve the product. Later healthcare professional reported "elayed onset nodules and swelling, significant amounts of pain, hardness and rubberiness in the jaw".